Event description:
It was reported that the left ventricular (lv) lead demonstrated high/unacceptable pacing thresholds. Fluoroscopy revealed that the lead had pulled back from its original position. The lead was repositioned, re-implanted by advancing the lead further into a different coronary sinus branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 implantable tachy lead 2013-(B)(6); 407652 implantable pacing lead 2013-(B)(6). (B)(4).